Event description:
Epinephrine and norepinephrine infusions were running in channels a and b of the alaris pump. While moving patient from CT table to stretcher the channels stopped communicating and turned off. Channels were quickly restarted and reprogrammed and patient's vitals remained relatively stable.